Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the detached adhesive of the objective lens and the cracked adhesive around the acoustic lens was traced to component failure, and the cause of the foreign material in the air water cylinder could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, foreign material in the air water cylinder, detached adhesive of the objective lens, and cracked adhesive around the acoustic lens were observed. There was no patient involvement.